Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant of the right atrial (ra) lead, a device evaluation was performed and the lead numbers were inconsistent with those at implant. Undersensing, no capture and high thresholds were noted. The p waves had dropped to below the normal range and could no longer capture. It was determined that there had been a microdislodgement of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.